Event description:
The pt reported on (B)(6) 2014 her blood glucose and insulin history is as follows: time: 5:14 pm, bg (mg/dl): 185, bolus (u): 0.09; 6:06 pm, 193; 7;51 pm, 3.25; 9:52 pm 25. She was having a seizure and was taken to the hospital. Upon arrival they gave her a glucagon shot and she was placed on an intravenous therapy with anti-nausea medicine. She stayed at the hospital for 4 hours before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.